Manufacturer narrative:
The insulin pump passed all functional tests. No loose drive support cap noted. The insulin pump was received with missing end cap sticker, minor scratches to liquid crystal display window, cracked case near liquid crystal display window corner, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she doesn't think her insulin pump was not working. Customer's high blood glucose was of 489 mg/dl, treated with manual injections. Customer stated she had changed her site and everything in the bottom were the logo was gone. Customer stated the circle in the side was pushed way in. Customer stated that when she boluses her blood glucose was not under control. Customer reported the drive support cap was stuck way in further but it doesn't seem loose. Customer reported she was sure she had dropped the device. No further information reported.